Manufacturer narrative:
Customer's meter has been returned to the lab and no reading issues were observed. All results were within the range specification and no errors were observed during control solution testing. In addition, meter data-log was uploaded and reviewed, time and date change was not observed.

Event description:
Customer reported receiving an erratic readings and an error message appears on their precision xtra meter. Customer reported experiencing symptoms of hypoglycemia and loss of consciousness. Paramedics were called and treated customer with d50 intravenous solution. There is no report in diagnosis, an investigation into the details of the event is in process.